Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 3 for (B)(4). It was reported by the sales rep that during an arthroscopic bankart repair procedure on (B)(6) 2022, it was observed that three ideal suture shuttle 45 degrees left devices broke. According to the report, all three broke in the exact same manner during normal use where the metal shaft inserts into the plastic handle. It was reported that an audible snap was heard as the surgeon was attempting to penetrate the capsule around the glenoid. The shaft then freely turned making the shuttle inoperable. Another like device was used to complete the procedure with less than a 90 second delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch wil be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Two devices were received without boxes. Upon visual inspection, the tip of the device was found deformed. The nitinol flex wire was not returned. Via functional testing moving the sub assy wheel from forward and backward position, no anomalies were found. No broken parts were identified; therefore, this complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 21d15, and no nonconformances were identified. Based on the information provided in the event ¿the shaft then freely turned making the shuttle inoperable¿, therefore, the root cause for the tip condition could be related when applied excessive axial force to the needle shaft. However, it cannot be conclusively affirmed. As per IFU, do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.